Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he had experienced high blood glucose up to 511 mg/dl. He changed the site and treated. The customer stated that he had been having issues with bent cannulas with the current box of infusion sets. He received a different time of infusion sets last time and those worked fine. Customer requested the infusion sets to be replaced. No troubleshooting was done. The insulin pump will not be replaced or returned.